Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision surgery with implantation of a 225cc mentor memorygel breast implant prosthesis. Post-operatively, the patient had a physical exam and mammogram imaging performed. Their health professional stated that the patients left breast implant felt amorphous and it was difficult to feel the edges of the implant. As such, the patient was diagnosed with a ruptured left breast implant. As a result, the patient underwent removal and replacement on (B)(6) 2022.

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision surgery with implantation of a 225cc mentor memorygel breast implant prosthesis. Post-operatively, the patient had a physical exam and mammogram imaging performed. Their health professional stated that the patients left breast implant felt amorphous and it was difficult to feel the edges of the implant. As such, the patient was diagnosed with a ruptured left breast implant. As a result, the patient underwent removal and replacement on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 15, 2022, the mentor analysis lab received the medical device for evaluation. An evaluation was completed on february 23, 2022. Visual analysis of the returned sample revealed that the breast implant had an area of siltex cracking on the posterior view. In addition, a tear was identified from the anterior and extended to the posterior view measuring approximately 4.5 cm and was observed within an area of missing material, on the posterior view, measuring 1.2 cm x 0.5 cm. It was identified that the part of the tear on the posterior view and missing material were within the area of siltex cracking. The evaluation determined that the cause of the rupture is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. With the returned product the lot number became available. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On february 25, 2022, mentor became aware that incorrect data was submitted in the initial report. The information regarding the lot review should have been submitted as the following. H10. Additional manufacturer narrative: since no lot number was provided, no manufacturing record evaluation review could be performed. Manufacturer¿s reference number: (B)(4). In the initial report, h10. Additional manufacturer narrative, the lot review information should have been submitted as: since no lot number was provided, no manufacturing record evaluation review could be performed.